Event description:
Overinfusion: the infusion pump was set to infuse 500cc at a rate of 25cc/hr. But after 5 mins there was approximately 50cc left in the 500cc bag. The pump was sent to the MFR. Alaris noted in error log, error 13, replaced the pump assembly.